Event description:
It was reported that during the device check high impedance and intermittent capture on the competitor lead was found. The physician opened the pocked and noticed the lead pin was not extended past the set screw. The lead was reinserted into the header and the set screw tightened. The device remains in use. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.